Event description:
Initial report rec'd from purchasing on 07/27/2000. One medwatch report rec'd from risk mgmt outlining 3 event dates with 2 different product codes. The medwatch stated that manifolds were breaking where the IV tubing screwed into the manifold. Pts on multiple pressor drugs required add'l treatment and/or resuscitation. Followup with risk mgr determined that there had been no reported adverse events involving the 3 gang manifold and she had no add'l info.